Manufacturer narrative:
E1: initial reporter facility name - (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume multirate infusors underinfused. The devices were alleged to be finished 10-12 hours late. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: lot 23d013 was manufactured from april 20, 2023, to april 21, 2023. H10: three (3) actual devices were returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. The three (3) samples were determined to be conforming products. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.